Manufacturer narrative:
Implant regio 37 fractured. Construction was a crown on the implant. Periimplantitis following bone loss is documented. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.